Event description:
The customer contacted the beckman coulter call center and reported erratic wbc recovery from the lh750 instrument on several patient specimens with instrument generated cellular interference flags. Per customer, no erroneous results were reported out. Only 1 patient result was reported out. This patient had a manual wbc count performed which recovered similar wbc results and the customer considers correct. No rerun of this specimen was possible due to the small collection volume (microtainer). Patient printouts were requested but the customer states that the printouts are not available. Raw data was requested but the customer also states that the data is no longer available. The customer states she has no time to troubleshoot and requested instrument servicing. No erroneous results were reported out of the lab. The reported result was verified and considered correct by the customer. There was no death, injury or change to patient treatment associated with this event. The fse stated the a/c was out in the lab. The lab temp is around 85 degrees. The fse found that the lyse bottle is located under the counter on top of the powervar next to power supply. The lyse bottle was showing signs of condensation. Root cause for erratic wbc recovery is the lab temperature exceeds calibration specifications. Per bci labeling: if the average room temperature should change more than 5.5°c (10°f) from the calibrating temperature, verify calibration and recalibrate if necessary to ensure conformance to specifications.

Manufacturer narrative:
(B)(4). As part of a retrospective review, this event was determined to be reportable.